Event description:
It was reported that the tip broke off and fell inside the patient.

Event description:
It was reported that the tip broke off and fell inside the patient.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The ceramic tip of the unit is broken. Probable root causes for the broken tip could be (1) the electrode came into contact with the ceramic tip and/or (2) the ceramic tip was damaged prior to use. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.